Event description:
It was reported that the pump alarmed door open while infusing and continued infusing. The event occurred during a test.

Manufacturer narrative:
(B)(4). A review of the pump's history log shows evidence of "door not fully latched-door jammed" alarms between (B)(6) 2011 which were the last dates of the customer's usage. The device was tested at the rate of 100 ml/hr (I,.e. Rate found in the history log when the "door not fully latched-door jammed" alarm occurred) for 24 hrs with no occurrence of the alarm. The unit was also tested in an environment of 60 degree fahrenheit for 24 hrs and at 90 degree fahrenheit for 24 hrs with no occurrence of the alarm. The upper link clearance gap was found to be out of specification, which may have contributed to the reported event. The customer also reported that the unit continued to infuse after the alarm occurred, but this condition could not be reproduced. It is evident in the history log that the pump continued to infuse but only after the failure mode was no longer present and the user restarted the infusion by pressing the run key. Each "door not fully latched-door jammed" alarm causes the pump to stop infusing and has to be re-started via the run/stop key.